Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the tip-up fenestrated grasper instrument malfunctioned and (debris) fragment fell into patient and was retrieved during the same procedure. Post operative x ray was taken to check for remaining fragments. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was fully functional. No product issue was found.